Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer had failed at the station, due to the retractor band was damaged. A field service engineer replaced the retractor band on main full-height drawer 5 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the full-height cubie drawer failed while dispensing medication to a patient. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.